Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that the ¿device fired and only cut above half.¿ does this mean that the device fully stapled, but only partially cut? Or, was the device fired, but there was only a partial staple line and a partial cut line? It was reported that the surgeon was concerned about proper staple formation. What was the shape of the deployed staples (b-formation, irregular, unformed)?

Event description:
It was reported that during a ra colon resection procedure, the hospital ran out of a like device with the green cartridge so the device with a blue cartridge was pulled and the surgeon exchanged reload. Unsure if reload was seated completely. The device was difficult to close, device fired and only cut above half. No other device was needed. Surgeon was concerned about proper staple formation. A leak test was performed and no leak. About ten minutes were added to the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n57k8f the analysis results showed that the cs40b device was received with no apparent damaged and with one reload present. The reload was received void of staples, and with the anvil and washer missing. It should be noted that to reload the device insert the new reload into the metal housing and snap into position. The tracks on each side of the reload should be used as guides to align the reload within the jaws of the instrument. When the reload is properly aligned, push the reload into the instrument until it is fully seated. Remove the staple retainer. Check that the reload is held firmly within the jaws. If the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for additional information. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.